Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes/migration of essure device location of device: fallopian tubes/perforation (fallopian tubes)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion" and device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced post procedural infection ("infection post-implantation/infection (other) describe: post op infection after essure placement"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)/cramps"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fatigue, tooth disorder and post procedural infection outcome was unknown and the menorrhagia, dyspareunia, dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, post procedural infection and tooth disorder to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse) 'dysmenorrhea (cramping), pelvic pain, abdominal pain today's impression: suspect endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The event injury nos was replaced with events from pfs: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), perforation : fallopian tubes, fatigue, dental problems, infection post-implantation and plaintiff did not undergoes essure confirmation test. Follow up 2 and 3 processed together. On 20-sep-2019: pfs received. Endometrial ablation performed on the same day of essure insertion from mr was captured. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.